Event description:
On 07/24/2024, a us distributor contacted zoll to report that the patient had been treated by the lifevest. There is no evidence that the patient was treated. The download data, from the days surrounding the alleged event on (B)(6) 2024, does not show any automatic events or flags indicating that a treatment or gel deployment occurred. Based on the available information, there is no indication of a treatment event. After unconfirmed treatment, it was reported that the patient had black and blue bruises from electrodes as big as a silver dollar. It is unknown if the patient sought medical treatment for the bruises. The condition of the bruises is unknown. Reporting injury out of an abundance of caution. It is unknown if the patient continued to use the lifevest.